Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In the opinion of the physician, the cause of the patient's death was cardiogenic shock caused by severe no flow in the circumflex and left anterior descending artery. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Prior to atherectomy, balloon angioplasty was performed in an in-stent restenosis lesion in the left anterior descending (lad) artery and resulted in no flow to the vessel. Balloon angioplasty and stent placement were then performed to restore blood flow after an extended period of time. Revascularization of a diagonal branch was performed. A diamondback orbital atherectomy device (oad) was used for two low speed treatments in the circumflex (cx). Imaging and angioplasty were then performed, and the patient was then intubated. Three antegrade and retrograde treatments were performed on low speed. Sudden no flow occurred in the cx when the oad was removed. The same segment in the lad that had previously exhibited no flow also exhibited slow flow again. The patient experienced cardiogenic shock due to no flow in the cx and lad. Repeated attempts were made to revascularize. Simultaneously manual chest compressions were performed. Automated chest compressions were then performed for more than 40 minutes. Medication was administered, and temporary transvenous pacing was performed. The patient expired.